Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to malposition and instability. Intra-operatively the following was noted: slight malposition of femoral component, worn insert with broken locking wire, and broken tibial baseplate. The baseplate was broken medially 1/3 of the way through the anterior medial spike. The patient was revised to a ts knee with a universal baseplate and stems.